Event description:
The customer reported to olympus technical assistance center (tac), the user facility has been using the same acecide-c on the oer-pro for ten (10) days. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The customer informed olympus technical assistance center (tac),, the minimum recommended concentration (mrc) of the acecide-c was still passing and the user facility wanted to know if it could still be used or if it should be discarded. Tac informed the customer that acecide-c cannot be used beyond the 5 days, even if the mrc passes. The customer was instructed to drain the old acecide-c and load new solution. Customer was instructed to not manually soak the scope in cidex and then run the oer-pro as the customer had initially suggested this as a solution. At the time of the call, the customer was not near the unit to provide a total cycle count, nor software version. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: a) the customer not understanding the replacement period of acecide. A definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): the oer-pro operation manual instructs users how to set the disinfectant solution counter: oer-pro operation manual 6.4 setting the disinfectant solution counter ·note on the disinfectant solution counter function per acecide-c product overview, users are instructed of the following: ·reuse period up to 5 days. Additional information was requested regarding this event but has not been received. If additional information becomes available this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being supplemented to provide reporter occupatrion, refer to e2, e3 and g2.